Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 750cc saline prosthesis, catalog #3502750, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 750cc saline prosthesis. On (B)(6) 2017 left deflation was diagnosed through a physical examination. As a result, an explant is scheduled for (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/12/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 7/6/2018. The final fill volume of the prostheses was 900ccs. When the devices were explanted they were replaced with mentor smooth round moderate plus profile 800cc saline prostheses, that were ultimately filled to 1100ccs. No procedural complications were reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/1/2018. The explant date has been updated to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 750cc saline prosthesis. On (B)(6) 2017 left deflation was diagnosed through a physical examination. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 3.6 cm located on the anterior aspect, extending to the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).